Manufacturer narrative:
The returned device was evaluated, both manual and preset simulation tests passed. The device is functioning as designed. No product performance issue identified, based on the investigation above, the customer complaint could not be duplicated. Note: when using cleaning solutions or if any liquid is on the screen the touchscreen will act as though it is being touched. Ensure that the screen is dry prior to use. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the display suddenly switched to home display without touching. There were no consequences or impact to patient.